Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed the occurrence of a premature switching event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. The manufacturer has opened an internal investigation to evaluate the premature switching event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis revealed several vad stop alarms of type vad disconnect on the reported event date. A controller fault alarm was triggered shortly after; controller fault alarm of type "sys_front_ultra_fine_not_zero" occurs when there is an internal fault with the current measurement channel. This controller fault can only be detected when the driveline is disconnected and the controller is reading a current above zero milli-amps. This controller fault may have prevented the controller from detecting a valid driveline connection. The pump was not returned as it remains implanted. Review of the manufacturing documentation confirmed that the associated pump ((B)(4)) met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a vad disconnect alarm and a controller fault alarm. The type of controller fault alarm suggests an internal fault with the current measurement channel. The presence of this alarm may have prevented the controller from detecting a valid driveline connection. The most likely root cause of the vad disconnect alarm cannot be conclusively determined. A possible root cause for the failure of the pump to restart can be attributed to an internal fault preventing the controller from recognizing a valid driveline connection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01133 and 3007042319-2015-01134) submitted for devices related to the same event.

Manufacturer narrative:
The reported event of power switching was confirmed on the returned batteries, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple premature switching events. (B)(4) participated in these events. (B)(4) had not received the smr upgrade prior to these events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing.  Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the perfusionist that there was a switching of one power source. The patient marked the battery. The battery was exchanged with no effect on the patient and the issue was reported to be resolved. Investigation is ongoing.